Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Physician reported a left side "fortuitous discovery of a rupture". The device has been explanted.

Manufacturer narrative:
The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Physician reported a left side "fortuitous discovery of a rupture." The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening on posterior, black particles and underweight. A visual and microscopic analysis was performed which identified: sharp opening. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis, the final assessment is a sharp opening on posterior due to an unidentified (tear) opening.

Event description:
Physician reported a left side "fortuitous discovery of a rupture." The device has been explanted.